Event description:
The device was explanted on (B)(6) 2019. Reportedly the coil section of the device had moved and the user was experiencing pain. There was no sign of infection or inflammation. According to the device explantation report the skin was thinning and the device was about to extrude.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for clinical/surgical reasons, namely the coil of the device had moved from its original position and the user was experiencing pain. Prior to this event the device was successfully in use and was fully functioning prior to the explantation. Additionally, according to the explant report, the device was about to extrude because the skin was thinning. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device had been explanted. Reportedly the device had moved and the user was experiencing pain. Additional information has been requested from the clinic.